Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information indicating the patient was male. Patient had improved. Physician¿s opinion regarding the cause of the event is that it was patient¿s condition related. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30462516m number, and no internal action related to the complaint was found during the review. (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered bradycardia requiring surgical intervention (pacemaker implantation). The patient was admitted to the hospital with tachycardia. Cavotricuspid isthmus line (cti) ablation was done, and the tachycardia was stopped; however, the patient then became sinus bradycardic. The bradycardia persisted, and the physician decided to implant a temporarily external pacemaker. The patient then left the ep room. There¿s no indication that prolonged hospitalization was required. Patient¿s outcome is unknown. Physician did not provide a causality opinion. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly. The tachycardia is being considered to be a patient's pre-existent condition and therefore not considered to be an MDR reportable adverse event.